Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("insert which had migrated into uterine muscle") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), gastric disorder ("gastric disorders"), abdominal pain ("chronic abdominal pain"), myalgia ("muscle pain"), uterine cervical pain ("cervical pain"), depression ("depression") and urticaria ("urticaria"). The patient was treated with surgery (total hysterectomy, salpingectomy). At the time of the report, the pelvic pain, arthralgia, gastric disorder, abdominal pain, myalgia, uterine cervical pain, depression and urticaria had not resolved. The outcome of embedded device was unknown. The reporter considered abdominal pain, arthralgia, depression, embedded device, gastric disorder, myalgia, pelvic pain, urticaria and uterine cervical pain to be related to essure administration. The reporter commented: on 16 jan 2017, the patient underwent surgery for removal of essure insert. Only the left insert was removed via tubal section, the right insert was not seen. Right salpingectomy was performed. On (B)(6) 2017, the patient underwent another surgery for removal of right insert. During this intervention, the insert couldn't be found in the region of right uterine horn, thus total hysterectomy was performed. Despite these interventions, patient's symptoms were still persistent. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): found the insert which had migrated into uterine muscle. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("insert which had migrated into uterine muscle") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), gastric disorder ("gastric disorders"), abdominal pain ("chronic abdominal pain"), myalgia ("muscle pain"), uterine cervical pain ("cervical pain"), depression ("depression") and urticaria ("urticaria"). The patient was treated with surgery (total hysterectomy, salpingectomy). At the time of the report, the pelvic pain, arthralgia, gastric disorder, abdominal pain, myalgia, uterine cervical pain, depression and urticaria had not resolved. The outcome of embedded device was unknown. The reporter considered abdominal pain, arthralgia, depression, embedded device, gastric disorder, myalgia, pelvic pain, urticaria and uterine cervical pain to be related to essure administration. The reporter commented: on (B)(6) 2017, the patient underwent surgery for removal of essure insert. Only the left insert was removed via tubal section, the right insert was not seen. Right salpingectomy was performed. On (B)(6) 2017, the patient underwent another surgery for removal of right insert. During this intervention, the insert couldn't be found in the region of right uterine horn, thus total hysterectomy was performed. Despite these interventions, patient's symptoms were still persistent. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): found the insert which had migrated into uterine muscle quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("insert had migrated into uterine muscle") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("contraceptive device removal incomplete" on (B)(6) 2017). The patient had a medical history of adenomyosis on (B)(6) 2017, urethral prolapse in 2009 and suprapubic pain, urination pain, constipation, burning sensation, iliac fossa pain (pain in the left iliac fossa for 2 days), inability to work (due to joint and back pain, standing at work), back pain, joint pain, weight gain, sleep loss, urticaria, chronic abdominal pain, gastroscopy, dysphagia, epigastralgia, colon adenomatous polyp (removal in left colon 2013), tubo-ovarian varicocele, uterine myoma, parity 3 (delivery for third child at 38 wa. Birth weight 3710g (B)(6) 2008, suffered from heterozygous drepanocytose) and multigravida (3). Previously administered products included: microval for contraception and mirena and cifloxin [ciprofloxacin]. Past adverse reactions to the above products included: pelvic pain with mirena. As concurrent condition the report mentioned diarrhea. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain ("pelvic pain"). In 2013 she experienced abdominal pain ("chronic abdominal pain"). Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required), device expulsion ("partial expulsion of device"), urticaria ("urticaria"), arthralgia ("joint and muscle pain"), neck pain ("cervical pain"), gastrointestinal disorder ("gastric disorders") and depression ("depression"). The patient was treated with inorial (bilastine) as well as surgery (salpingectomy (B)(6) 2017, left dev removed; laparotomic hysterectomy 13-feb-17, right dev removed). On (B)(6) 2017, the embedded device and device expulsion had resolved. At the time of the report, the pelvic pain, abdominal pain, urticaria, arthralgia, neck pain, gastrointestinal disorder and depression had not resolved. The reporter considered abdominal pain, arthralgia, depression, device expulsion, embedded device, gastrointestinal disorder, neck pain, pelvic pain and urticaria to be related to essure administration. The reporter commented: essure was inserted on (B)(6) 2013. No complication after surgery. Five months after essure was inserted, the patient experienced pelvic pain. On (B)(6) 2017, the patient underwent surgery for removal of essure insert. Only the left insert was removed via tubal section, the right insert was not seen. Right salpingectomy was performed. On (B)(6) 2017, the patient underwent another surgery for removal of right insert. During this intervention, the insert could not be found in the region of right uterine horn, thus total hysterectomy was performed. After essure removal pain was still ongoing but less intensive, diarrhea still ongoing, vision decreased, urticarial treated with inorial. Physical activity was resumed but the patient was very tired after it. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2016: increase of right abdominal pain with diarrhea. Moderate stercoral stasis at transverse and right colic level, without parietal anomaly of the digestive loops. Low-abundance pelvic effusion in the pouch of douglas which presented 2 cystic formations of 21 and 26 mm, probably of ovarian origin, to be controlled in the next cycle. [Colonoscopy] on (B)(6) 2016: with ileal and colic biopsy for abdominal pain and diarrhea episodes. [Computerised tomogram] on (B)(6) 2017: cervical and abdominal pain: no causality shown; on (B)(6) 2017: in favor of the location of essure in the right uterine horn. [Endoscopy upper gastrointestinal tract] on (B)(6) 2015: because of epigastralgia with dysphagia sensation: gastroscopy was unremarkable. Helicobacter research negative [gastrointestinal tract biopsy] on (B)(6) 2016: duodenal biopsies revealed duodenal mucosa within the histological limits of normal. Gastric biopsies revealed antrum mucosa within the histological limits of normal. Helicobacter pylori research by immunohistochemistry: negative. Ileal biopsies revealed ileal mucosa within the histological limits of normal. Step-by-step colic biopsies showed congestive colitis without specific characteristic. No histological or immunohistochemistry argument in favor of possible lymphocyte or collagen colitis. Absence of sign of dysplasia or malignity. [Hysteroscopy] on (B)(6) 2017: right part of essure was not found [investigation] on (B)(6) 2015: due to chronic abdominal pain which appeared in the months after surgery. No gynecologic argument related to pain. [Laparoscopy] on (B)(6) 2017: the abdominal and pelvic cavity had no particularity with a non visualized appendix, uterus and appendices were normal, uterine anterior and posterior pouch were normal. Implant was removed from the left fallopian tube but could not be removed from the right one. Right anterograde salpingectomy was performed. Right implant was not found during laparoscopy or hysteroscopy. [Magnetic resonance imaging] on (B)(6) 2017: cervical and abdominal pain: no causality shown [oesophagogastroduodenoscopy] on (B)(6) 2016: with gastric and duodenal biopsy for abdominal pain and diarrhea episodes. [Pathology test] on (B)(6) 2017: the fallopian tube was analyzed and showed paratubal serous cysts without any other significant histological anomaly. Implant essure was not found.; on (B)(6) 2017: at horn level of the uterine body, essure was found, it had migrated into uterine muscle. No peripheral significant inflammation. In addition, adenomyosis lesion discovered. Endometrium without hyperplasic or atypical particularity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review essure removal date was changed to (B)(6) 2017. Events muscle and joint pain were merged into one event term: arthromyalgia, event uterine cervix pain was changed to cervical pain (as reported). Events added: partial expulsion of device; incomplete device removal. Test data added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("insert had migrated into uterine muscle") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("contraceptive device removal incomplete" on 16-jan-2017). The patient had a medical history of adenomyosis on 13-feb-2017, urethral prolapse in 2009 and suprapubic pain, urination pain, constipation, burning sensation, iliac fossa pain (pain in the left iliac fossa for 2 days), inability to work (due to joint and back pain, standing at work), back pain, joint pain, weight gain, sleep loss, urticaria, chronic abdominal pain, gastroscopy, dysphagia, epigastralgia, colon adenomatous polyp (removal in left colon 2013), tubo-ovarian varicocele, uterine myoma, parity 3 (delivery for third child at 38 wa. Birth weight 3710g 20-mar-2008, suffered from heterozygous drepanocytose) and multigravida (3). Previously administered products included: microval for contraception and mirena and cifloxin [ciprofloxacin]. Past adverse reactions to the above products included: pelvic pain with mirena. As concurrent condition the report mentioned diarrhea. On 01-mar-2013, the patient had essure inserted. In august 2013 she experienced pelvic pain ("pelvic pain"). In 2013 she experienced abdominal pain ("chronic abdominal pain"). Essure was removed on 13-feb-2017. On unknown date she experienced embedded device (seriousness criterion intervention required), device expulsion ("partial expulsion of device"), urticaria ("urticaria"), arthralgia ("joint and muscle pain"), neck pain ("cervical pain"), gastrointestinal disorder ("gastric disorders") and depression ("depression"). The patient was treated with inorial (bilastine) as well as surgery (salpingectomy 16-jan-17, left dev removed; laparotomic hysterectomy 13-feb-17, right dev removed). On 17-feb-2017, the embedded device and device expulsion had resolved. At the time of the report, the pelvic pain, abdominal pain, urticaria, arthralgia, neck pain, gastrointestinal disorder and depression had not resolved. The reporter considered abdominal pain, arthralgia, depression, device expulsion, embedded device, gastrointestinal disorder, neck pain, pelvic pain and urticaria to be related to essure administration. The reporter commented: essure was inserted on 01-mar-2013. No complication after surgery. Five months after essure was inserted, the patient experienced pelvic pain. On 16-jan-2017, the patient underwent surgery for removal of essure insert. Only the left insert was removed via tubal section, the right insert was not seen. Right salpingectomy was performed. On 13-feb-2017, the patient underwent another surgery for removal of right insert. During this intervention, the insert could not be found in the region of right uterine horn, thus total hysterectomy was performed. After essure removal pain was still ongoing but less intensive, diarrhea still ongoing, vision decreased, urticarial treated with inorial. Physical activity was resumed but the patient was very tired after it. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on 21-mar-2016: increase of right abdominal pain with diarrhea. Moderate stercoral stasis at transverse and right colic level, without parietal anomaly of the digestive loops. Low-abundance pelvic effusion in the pouch of douglas which presented 2 cystic formations of 21 and 26 mm, probably of ovarian origin, to be controlled in the next cycle. [Colonoscopy] on 21-jul-2016: with ileal and colic biopsy for abdominal pain and diarrhea episodes. [Computerised tomogram] on 03-jan-2017: cervical and abdominal pain: no causality shown; on 31-jan-2017: in favor of the location of essure in the right uterine horn. [Endoscopy upper gastrointestinal tract] on 12-aug-2015: because of epigastralgia with dysphagia sensation: gastroscopy was unremarkable. Helicobacter research negative [gastrointestinal tract biopsy] on 21-jul-2016: duodenal biopsies revealed duodenal mucosa within the histological limits of normal. Gastric biopsies revealed antrum mucosa within the histological limits of normal. Helicobacter pylori research by immunohistochemistry: negative. Ileal biopsies revealed ileal mucosa within the histological limits of normal. Step-by-step colic biopsies showed congestive colitis without specific characteristic. No histological or immunohistochemistry argument in favor of possible lymphocyte or collagen colitis. Absence of sign of dysplasia or malignity. [Hysteroscopy] on 16-jan-2017: right part of essure was not found [investigation] on 01-sep-2015: due to chronic abdominal pain which appeared in the months after surgery. No gynecologic argument related to pain. [Laparoscopy] on 16-jan-2017: the abdominal and pelvic cavity had no particularity with a non visualized appendix, uterus and appendices were normal, uterine anterior and posterior pouch were normal. Implant was removed from the left fallopian tube but could not be removed from the right one. Right anterograde salpingectomy was performed. Right implant was not found during laparoscopy or hysteroscopy. [Magnetic resonance imaging] on 03-jan-2017: cervical and abdominal pain: no causality shown [oesophagogastroduodenoscopy] on 21-jul-2016: with gastric and duodenal biopsy for abdominal pain and diarrhea episodes. [Pathology test] on 16-jan-2017: the fallopian tube was analyzed and showed paratubal serous cysts without any other significant histological anomaly. Implant essure was not found.; on 13-feb-2017: at horn level of the uterine body, essure was found, it had migrated into uterine muscle. No peripheral significant inflammation. In addition, adenomyosis lesion discovered. Endometrium without hyperplasic or atypical particularity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.